Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 530 mg/dl, 129 mg/dl, 170 mg/dl (aviva system) and 70 mg/dl (advantage system). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - advantage 200166107 - aviva.